Event description:
It was reported that during a stenting treatment procedure, difficulties were encountered with the wallstent unistep plus stent delivery system. The lesion being treated was in the superior vena cava. The physician used a 10 fr medikit introducer sheath ofr vascular access, and a .035 amplatz guide wire to cross the lesion. The wallstent was advanced to the target lesion without difficulty. Once it was approximately 60-70% deployed, stent damage was noted at the distal end. The patient was asymptomatic during this event. The wallstent was removed from the patient along with the carrier system, and another wallstent was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.